Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they experienced needle serter anomaly. The customer's blood glucose value was 127 mg/dl. The customer stated that it was difficult to insert and the cannula came out of the sensor. The customer reported that the serter was pulled straight from the pedestal. The product was returned for analysis.